Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and suggested troubleshooting. As no further information concerning this report is expected

Event description:
Boston scientific received information that this system was exhibiting fluctuating pacing impedance measurements on the left ventricular (lv) channel ranging from 500 to 1300 ohms. Additionally, there was an episode of noise which was oversensed causing pacing pause of 2.4 seconds on the right ventricular (rv) channel. No adverse patient effects were reported.